Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. The customer's blood glucose (bg) level was 134 mg/dl. Reportedly, the customer's body was obstructing the connection between the transmitter and the pump. Tandem technical support instructed the customer to wear the pump and transmitter on the same side of the body, and attempted to follow up with the customer to determine if the issue was resolved. The customer did not respond to multiple contact attempts from tandem technical support.